Event description:
This case was initially received via (B)(6) (igz) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hypothyroidism ("thyroid function is reduced"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed. At the time of the report, the medical device removal and hypothyroidism outcome was unknown. The reporter considered hypothyroidism and medical device removal to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 722 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.